Manufacturer narrative:
The subject device was not returned to olympus and the investigation is in process. Olympus sales representative requested information regarding an e226 error code. The requested information was provided. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported that customer was experiencing issues with multiple camera heads and multiple visera elite ii video system centers. It was reported the subject device (visera elite ii video system center) was displaying an e226 error code (scope communication error). There was no patient or user injury reported due to the event. Three attempts were performed to obtain information regarding the customer and the device, but no response was received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the error code e226 was due to a temporary communication failure. The root cause of the communication failure was unable to be identified, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.